Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer had reported that the unit would not pass bipolar calibration. When the unit was received at covidien, the customer was contacted by a covidien post market vigilance (pmv) technician for additional information. The site's biomedical engineer stated that during their calibration of the unit in the autobipolar mode, it was found to continuously show activation when one lead was removed from the load. They then removed the second lead from the test box and still the unit showed activation. They had to remove the leads from the unit itself to stop the activation. The same procedure was tried with a different test box with the same results.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.